Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device location of device: outside left fallopian tube'), pelvic pain ('pain - pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and weight gain. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included ovarian cyst, anxiety, viral syndrome, dysfunctional uterine bleeding, headache and neck pain. Concomitant products included dexamethasone, fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, ketorolac, ketorolac tromethamine (toradol), levonorgestrel (mirena) since (B)(6) 2014, lidocaine, midazolam, neostigmine, ondansetron, propofol and rocuronium. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraine/migraines/headaches"), abdominal pain lower ("pain/right lower abdomen") and uterine pain ("uterine cramping"). The patient was treated with surgery ((B)(6) 2017 laparoscopic right salpingectomy, removal of essure device, (B)(6) 2015 laparoscopic left salpingectomy with removal of essure, abaltion and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, headache, migraine and uterine pain outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. 1 coils were visualized. Procedure details:the essure coil was present outside of the tube or perforating the tube. The essure device was not seen upon removal of the left fallopian tube. The left tube was incised with the scalpel on the back surgical table and the device was not present. The laparoscopic scissors were used to make a small linear incision at the cornua where a bulge was noted and thought to include the essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded) other (please describe) left coil abnormally placed in the left fallopian tube.. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): right occlusion only. Pathology test - on (B)(6) 2015: a. Fallopian tube, salpingectomy: - unremarkable fallopian tube. B. Essure, gross examination only.; on (B)(6) 2017: right fallopian tube, laparoscopic right salpingectomy: -completely transected fallopian tube with small paratubal cyst. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia batch no c91764, production date 2014-08-01, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (unilateral)). At the time of the report, the device dislocation, headache and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified): right occlusion only. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), migration. Event outcome was added for the events: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding). Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device location of device: outside left fallopian tube'), pelvic pain ('pain - pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and weight gain. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included ovarian cyst, anxiety, viral syndrome, dysfunctional uterine bleeding, headache and neck pain. Concomitant products included dexamethasone, fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, ketorolac, ketorolac tromethamine (toradol), levonorgestrel (mirena) since (B)(6) 2014, lidocaine, midazolam, neostigmine, ondansetron, propofol and rocuronium. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraine/migraines/headaches"), abdominal pain lower ("pain/right lower abdomen") and uterine pain ("uterine cramping"). The patient was treated with surgery ((B)(6) 2017 laparoscopic right salpingectomy, removal of essure device, (B)(6) 2015 laparoscopic left salpingectomy with removal of essure, abaltion and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, headache, migraine and uterine pain outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. 1 coils were visualized. Procedure details:the essure coil was present outside of the tube or perforating the tube. The essure device was not seen upon removal of the left fallopian tube. The left tube was incised with the scalpel on the back surgical table and the device was not present. The laparoscopic scissors were used to make a small linear incision at the cornua where a bulge was noted and thought to include the essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded) other (please describe) left coil abnormally placed in the left fallopian tube.. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): right occlusion only.. Pathology test - on (B)(6) 2015: a. Fallopian tube, salpingectomy: - unremarkable fallopian tube. B. Essure, gross examination only.; on (B)(6) 2017: right fallopian tube, laparoscopic right salpingectomy: -completely transected fallopian tube with small paratubal cyst. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia most recent follow-up information incorporated above includes: on 6-sep-2019: pfs & mr received: lot number, date of removal, events onset date were added. New events menorrhagia, vaginal bleeding, lower abdominal pain, uterine pain were added. Reporters, lab data, medical history, concomitant conditions and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.